Event description:
It was reported that during an angioplasty treatment procedure, a balloon rupture occurred. The physician was treating an unknown lesion with this 3mmx30mmx144cm sterling balloon catheter when the balloon ruptured. The device was removed from the patient intact. The procedure was completed with another sterling balloon catheter. There were no reported patient complications. The patient status was listed as "normal" with no injuries. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)